Event description:
Information was received that the patient was implanted on (B)(6) 2020 and no impedance issue was observed during the surgery. High impedance was then observed following the surgery, and lead replacement was performed on (B)(6) 2020. Normal impedance was observed following the revision procedure. It was noted that the lead had been implanted for at least two years prior to the high impedance error being seen. They did try to re-insert the lead pin into the generator before replacing the lead. No visual anomalies were observed with the lead. The explanted suspect device has not been received to date. No further relevant information has been received to date.

Event description:
During a periodic programming history review, high impedance was observed on the patient's device. The impedance issue later resolved. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.